Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening b.3 - updated approx date of event. B.7 - history updated to include hiatal hernia gerd tif d6a - implant date added updated f code to include 4617 updated g code to 788 updated c code 3221 updated d code 67.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening [x] medical intervention b.3 - updated approx date of event. B.7 - history updated to include hiatal hernia gerd tif d6a - implant date added updated f code to include 4617 updated g code to 788 updated c code 3221 updated d code 67.

Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted laparoscopically, followed by a transoral incisionless fundoplication (tif) procedure). Following both procedures, the patient began experiencing pain from an unreported location and remained in the hospital out of an abundance of caution. The next day, the patient underwent an esopohogram and was diagnosed with an anterior leak at the gastroesophageal junction (gej). Laparoscopically, a leak and perforation were confirmed at the gej. Additionally, endoscopically, the perforation was confirmed. At the location of the noted perforation and leak, the physician observed that three sets of fasteners which were previously placed in the anterior position were no longer in place. Laparoscopically, a full thickness suture was placed, an anterior wrap was performed, and the patient was admitted into the ICU. Per to the reporter, the patient is expected to make a full recovery.

Manufacturer narrative:
The physician is not alleging that the esophyx device malfunctioned contributing to or causing the reported perforation and leak. The esophyx device was discarded at the medical facility by the hospital staff and is unavailable for return to egs for evaluation. The tif physician believes placed fasteners pulling out of the tissue may have caused or contributed to the leak and perforation. The physician reported that fasteners were successfully placed through two layers of tissue and were confirmed to be in the proper position immediately following the tif procedure. It is unknown what may have occurred following the tif procedure resulting in the placed fasteners tearing out of the patient's tissue. Based on the available information received by egs, the root cause of the patient's outcome cannot be determined. It cannot be conclusively determined if the hhr procedure, tif procedure, post operational events, or a combination of these, contributed to or caused this adverse event.

Manufacturer narrative:
This medwatch supplemental report is being submitted for more robust device coding and use of annex a as requested by the FDA. (B)(4). Corrections to this medwatch report: updated a codes to include 2923,1250, and 1384.